Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported experiencing terrible pain in their gums and excessive bleeding. The bottom aligners don't fit and are starting to hurt towards the back of the molars and causing extreme discomfort on their wisdom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.